Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up in clinic with fatigue. Upon interrogation, the right ventricular lead exhibited loss of capture. X-ray revealed that the lead had dislodged. On (B)(6) 2019, the lead was repositioned. Patient was stable.